Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). The affected device was received by natus on aug 29, 2024, and forwarded to engineering for evaluation. Awaiting investigation results.

Event description:
Isolation ups 600va 120v, customer reported their ups was not working, noticed it was smoking when checked. Customer immediately unplugged the ups. No injuries reported.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). UDI not applicable. Qa have requested for the ups to be returned for evaluation. Model confirmed to be powervar ups. Risk review: per (B)(4) risk analysis spreadsheet (ras) xltex eeg/psg hazard ID (B)(6). Cause - failure of amplifier power supply/ transformer. Effects (harm) - fire - smoke inhalation, second degree burns, third degree burns. Risk level - medium the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in (B)(4), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Further investigation to be carried out.

Event description:
Isolation ups 600va 120v - customer reported their ups was not working, noticed it was smoking when checked. Customer immediately unplugged the ups. No injuries reported.

Manufacturer narrative:
Follow up report 002 ref natus complaint#(B)(4). The affected part was returned and evaluation was performed by supplier powervar on (B)(6) 2024 (MFR. Part number: 50060-209r, serial number:(B)(6). Results of analysis: found blown fet on main board. Conclusion / root cause: after replacing board unit tested good to factory specs, possible overload. No related capas. Failure confirmed: yes investigation result code: neuro sbu/failure electrical component.

Event description:
Isolation ups 600va 120v - customer reported their ups was not working, noticed it was smoking when checked. Customer immediately unplugged the ups. No injuries reported.